Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the patient underwent a revision procedure due to suspected infection. During the procedure, the implant was cleaned, and the insert was removed and replaced.